Event description:
Info received indicates the brake will set, but if the bed is bumped, the brake pedal pops out of the brake position and into the neutral position.

Manufacturer narrative:
The tech found the brake detent was broken. He replaced the brake detent assembly to repair the bed.